Manufacturer narrative:
The repeat measurement occurred on (B)(6)-2021. Calibration data from (B)(6)-2021 to (B)(6)-2021 was ok. Quality control recovery from 02-aug-2021 to (B)(6)-2021 was not stable and some values were outside of range. Controls were acceptable on the day of the event. Upon review of the alarm trace from (B)(6)-2021, multiple low water reservoir alarms occurred. A general reagent problem could be ruled out as calibration and controls were acceptable. Sample tube volume was low and centrifugation time was too short. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 on a cobas 4000 c (311) stand alone system. The sample initially resulted in a total protein value of 5.22 g/dl and this value was reported outside of the laboratory to the patient. The sample was repeated, resulting in a value of 7.11 g/dl. The total protein reagent lot number was 53796301, with an expiration date of 30-jun-2022.